Manufacturer narrative:
Investigation conclusion: retention products for the reported lot number were tested with qc cut-off hcg standard (20 miu/ml) and high hcg clinical urine samples (213.7, 231.3, and 221.9 iu/ml). All devices produced expected positive results at the 3 minute read time. No false negative results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. Case details indicate the test results were interpreted after about 2-3 minutes. Per the package insert, wait for the red line(s) to appear. Read the results at 3 minutes. It is important that the background is clear before the result is read. This cannot be ruled out as a root cause for the reported issue.

Event description:
On (B)(6) 2019: patient believed she was pregnant due to missed cycles. The patient's urine was tested on the rapid test and a negative result was obtained. The patient and nurse did not expect the negative result, so the same urine sample was tested again. The second test provided a positive result. After observing this positive result, an ultrasound was performed, and pregnancy was confirmed. The patient is determined to be pregnant based off the ultrasound and the clinical picture of missed cycles. Customer stated the facility performs ultrasounds for all new ob/gyn patients regardless of the outcome from the rapid test. The patient will continue receiving ob/gyn care at facility. No adverse outcomes reported. Although further information was requested, no further information was provided.